Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that the buttons did not react well. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test, self-test and leak test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Unit was received with scratched case and minor scratched lcd window.